Manufacturer narrative:
Based on the 18 pages of medical records information it appears that on (B)(6) 2015, this (B)(6) female patient was hospitalized for spontaneous bacterial peritonitis. During the hospitalization, infectious disease was consulted and the patient was placed on intravenous cefazolin through peritoneal dialysis. General surgery was consulted and it was determined to salvage the catheter. Patient responded with intravenous antibiotics and a repeat dialysate analysis was negative for infection. Patient was discharged with a recommendation to continue intravenous antibiotics for 4 weeks via dialysis fluid. The organism staphylococcus aureus is generally found on the skin and in the nares and would be consistent with touch contamination. In addition, the patient has a history of peritoneal dialysis catheter removal due to infection dating (B)(6) 2014. The patient was discharged in stable condition and continues with the ccpd program without further issues. There is no documentation in the medical record that reveals the cause of the peritonitis. Medical records do not reveal any malfunction or fluid leak occurred. Medical records do not contain a list of medications for review. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler, liberty cycler set and peritoneal dialysis solutions and the patient's peritonitis. A supplemental medwatch report will be submitted upon completion of the device manufacturer's investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support and reported that she had been recently in the hospital. Upon follow up with the patient's pd nurse, she confirmed that the patient was admitted to the hospital ((B)(6) 2015) for peritonitis as a result of not adhering to aseptic technique. The patient was discharged in stable condition and continued with the ccpd program without further issues. Patient medical records were requested. The following is from the patient's medical records provided by the treatment facility: patient is a (B)(6) female who presented to the hospital on (B)(6) 2015 with abdominal pain, nausea and vomiting that started the previous night. The patient started that for the previous two days she had noticed an abdominal wall bump. Patient stated she has pain near the swelling and she also feels that the pain is radiating to her lower abdomen. Patient also noticed some sediment in her dialysis catheter this morning. Patient was admitted and diagnosed with spontaneous bacterial peritonitis. Patient was treated with intra-peritoneal antibiotics.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification.